Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no adverse impact to the customer¿s blood glucose levelthe customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.